Manufacturer narrative:
The device remains implanted in the patient and will not be returned for evaluation. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
An ovation ix abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. Reportedly, the patient was scheduled for treatment of a type ia endoleak on (B)(6) 2018, with a non-endologix stent. Confirmation of treatment has not yet been received. No additional event or patient information was provided.

Manufacturer narrative:
Clinical assessment was performed based off the provided medical records. The reported type ia endoleak was confirmed. Device, user, procedure or anatomy relatedness of this complaint could not be determined. Procedure related harms identified were the type ii endoleak from the lumbar arteries. The final patient condition was not reported. The contributing factors for the type ia endoleak could not be determined due to CT images received were 5mm thick slices (2.5mm or less required for diagnostic confirmation). The review of manufacturing lot confirmed all devices met specifications prior to release. No additional investigations of this reported complaint are planned. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Device codes - 1354 removed, correction. Results codes - 3233 removed, correction. Conclusion codes - 11 removed, correction.